Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the procedure, the patient sensor triplet (pst) was not showing on the system and saw a damaged cable. It was also noted that the location board (lb) connecting cable looked very worn. Sending overnight a new pst, lb cables. The patient was under anesthesia. The physician was not able to complete the case, and was not completed by other means.